Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that after the first few months the therapy wasn't as effective. The patient reported he had bladder aches that would come and go. The patient stated that his bladder had shrunk and he was going to bathroom every two hours, 4-6 ounces full. The patient stated that initially the therapy was helping with this. The patient reported after therapy stopped being as effective he started playing around with programs. The patient stated that two of the programs caused pain/irritation in his shin. The patient clarified it was more like numbness in the right shin. The patient didn¿t remember which programs. The patient stated that he was currently using one of the programs that initially gave him shin discomfort but at the time of report it didn¿t seem to be bothering him. The patient stated that if he pushed himself to wait too long or was sitting too long his system shuts down and he would get bladder spasms. The patient stated that then he can't go at all. The patient stated that this summer he got a second opinion from another urologist who recommended physical therapy and diagnosed the patient with ic. The patient stated physical therapy helped his symptoms by 25-30%. The second opinion doctor wanted the patient to see a neurosurgeon. The patient was also recommended to turn off device for 2 weeks and if symptoms don¿t return to remove the device. The patient inquired if there were guidelines for turning off stimulation like once a month to give nerves a break and was instructed that such guidelines do not exist. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.